Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed bleeding which required epinephrine injection and iced saline, no balloon blocker or any other intervention was used. The estimated blood loss was 50 ml only and the patient did not require blood transfusion or admission. The target nodule was 2.4 centimeters in size and located in the right lower lobe. The biopsy findings were positive for malignant adenocarcinoma. There was no device malfunction reported.